Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 533 mg/dl. The customer's blood glucose was 533 mg/dl at the time of call. The customer stated that they were vomiting. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and they found that the cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer also reported that they received motor error alarm. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Device received with cracked case at display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on lcd window.